Event description:
It was reported the pt's trial procedure was abandoned as the pt's heart rate and blood pressure dropped during the procedure. No additional info is available at this time. The pt was to be implanted with two scs leads with the same lot number.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.